Event description:
Boston scientific received information that this right ventricular lead and cardiac resynchronization therapy defibrillator (crt-d) displayed high, out of range pace impedance measurements. The system also displayed noise that was oversensed and lead to stored non-sustained ventricular tachycardia episodes. The patient was seen for a revision procedure to asses the integrity of the system. The physician did a tug test and no movement was seen and the terminal pin was noted to be past the connector block. The lead continued to display pacing impedance measurements and loss of capture. At that time, it was noted that the left ventricular (lv) lead was displaying pace impedance measurements of greater than 2000 ohms when programmed lv tip to rv coil. The rv is-1 and the lv lead were removed from the header and then tested through the pacing systems analyzer (psa) and then reconnected to the device with resolution of the clinical observations. The system remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.